Manufacturer narrative:
(B)(4).

Event description:
It was reported that the dependent patient complained of feeling tired often. The right ventricular lead exhibited noise which inhibited pacing; the noise could be reproduced with isometrics. All other electrical values were normal. No additional information was reported.